Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part# 314.743 lot# 9895470 release to warehouse date: 07-mar-2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Initial reporter phone number is +(B)(6). A device history record review was requested for the subject device lot. The results of the review are pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that while performing a grafting procedure of the patient's spinal canal, the reamer/irrigator/aspirator (ria) driveshaft broke at the distal end. The ria driveshaft was exchanged and the procedure was completed. There was a 30 minute surgical delay due to the reported event but no reported impact to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation: one (1) reamer-irrigator-aspirator (ria) drive shaft l520 (part 314.743, lot 9895470, manufactured march 07, 2016) was returned with a complaint stating that the distal end broke during a procedure causing a 30 minute surgical delay. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off at the proximal end of the helix. The broken portion measuring 48.33mm was also returned. Replication of the complaint is not applicable as the device was returned broken. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the surgery was an initial surgery and no fragments were generated.